Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to damaged bearings and hall sensors being out of tolerance. The manufacturer originally reported this follow-up report on february 8, 2017 under the manufacturer number 2518422-2017-04475. The year indicator in the number should have been 2016, not 2017 as indicated on the reporting number. This follow-up report is submitted with the correct manufacturer number of 2518422-2016-04475.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.